Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing overstimulation in their upper back, legs, and stomach. It was also noted that the patient fractured their ribs due to a fall, unknown if fall was device related.